Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a slight leak on the table top where the homechoice and bags are positioned after therapy was completed. The patient was not connected. The technical service representative advised the patient to keep the patient line one inch higher during priming and ensure that all connections are tight. The patient stated that the bags were dry when they were connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.